Event description:
Clinical registry; it was reported that 295 days after a coronary artery durg eluting stenting treatment procedure, a target vessel re-intervention was performed. The index procedure indentified and treated one target lesion. The lesion was a 90% stenotic, b1-type lesion located in a mildly tortuous proximal circumflex artery. The lesion was 20mm in length and 2.50mm in diameter. The physician pre-dilated the lesion at 9 atms and deployed a taxus express2 2 2.50 x 20mm stent at had 0% stenosis and timi 3 flow post procedure. The patient was discharged the following day on plavix and aspirin. The patient returned to the cath lab 295 days following the index procedure to treat focal in-stent restenosis of the taxus stent. The physician used balloon angioplasty to treat the restenosis of the stent. The relationship to the device is indicated as "probable." The patient was discharged to the following day. There were no further complications reported.